Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given 3 separate delivery tests: this showed the device within specifications. The reported issue could not be confirmed. No functional problems were identified during investigation.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate by -2x. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.